Event description:
It was reported an issue with novosyn suture. The client reported that the tip broke from needle during suturing. The incident occurred on (B)(6) 2025. An x ray was required post cavity washout to establish if the tip of the needle was still in the abdomen. The incident occurred during suturing of the uterus post lscs, the operator noticed the tip of the needle had gone blunt after its second pass and on examination it was noticed the tip of the needle was missing. A washout was performed and the tip was not detected on x ray. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 25 unopened racepacks, 4 empty racepacks and an used suture for analysis. We have checked the returned used sample and the needle tip is broken. Also, it shows that the needle has been held by the tip due to there are some impacts of a needle holder or other surgical instrument on this area. The bending strength of this used needle has also been tested and fulfills the specifications. The result is 50.06 nxcm (minimum bending strength specification for this needle: > 46 nxcm). Furthermore, the needles of the closed samples received have been tested for bending strength and the result fulfills product specifications. The result of bending strength of these tested needles is 48.56 nxcm in minimum (minimum bending strength specification for this needle: > 46 nxcm). As stated in the instructions for use of the product, "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences related to this issue and it was released fulfilling usp/european pharmacopoeia and b. Braun surgical requirements. Needle bending strength results during production control of the needles with the same needle raw material batch used in this product was 49.12 nxcm in minimum and fulfilled specifications (>46 nxcm). Conclusion root cause analysis: the root cause has been determined to be a wrong handling from the operator as the needle has been damaged by the user causing a broken tip. Final conclusion: taking into account that the used sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Furthermore, the results of the samples received fulfil the product specifications. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.